Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's hip was dislocating, so the surgeon felt they would benefit from changing the poly to a constrained liner. The 48x32 +4 10 degree liner was removed, as well as the 32mm +1 femoral head. A trial reduction was performed with a 48x28 +4 neutral constrained liner and 28mm +1.5 femoral head. He found this to be satisfactory, so the real implants were opened and implanted. The hip was reduced and found to be stable. Closing process began. Doi: (B)(6) 2021, dor: (B)(6) 2021, affected side: right hip.